Event description:
The customer stated that they had problems with their terminal server. This resulted in a temporary loss of centralized pt monitoring. Note: the customer did not provide any pt information.